Manufacturer narrative:
The complaint can be verified. The down button does not operate. The connection of the down flex print is interrupted.

Event description:
On (B)(6) 2013, patient reported the down button on the infusion device has not functioned correctly since (B)(6) 2012, and has become more bothersome over the last 2 months. The down button does not produce an audible sound or work if pressed hard. The infusion device was not dropped on a hard surface. The key-lock feature is not activated. He changed the battery, but this did not resolve the issue. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
Treatment start date was unknown. It was unknown if the initial reporter sent report to the FDA.